Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received calibration error and change sensor alerts. The customer removed the sensor. Blood glucose at the time of the call was 256 mg/dl which was treated with a bolus. The customer also reported that they experienced low blood glucose of 49 mg/dl, treated with 4 glucose tablets and went up to 199 mg/dl. Troubleshooting was declined. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.